Event description:
Customer reported unexpected negative results when testing one patient sample with capture-r ready screen 3 (crrs 3) during validation testing on the echo. The patient has a history of anti-e. All other samples reacted as expected.

Manufacturer narrative:
Review of instrument images: batch 170 crrs r205 cell 2 is e positive. Echo generated negative results for all cells. Cell 2: visually appeared positive pos ctrl: 4+. Per (B)(4), the echo may generate a negative well interpretation that is visually positive. The customer was advised to perform a visual verification of negative reactions before final release of those well results.